Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. Indication of initial surgical procedure when tvto was implanted? Other relevant patient comorbidities/concomitant medications. Product code and lot number? Were there any intra-operative complications during initial procedure? When was the mesh exposure first noted by a physician after the initial surgery? Mesh exposure diagnostic confirmation? Date and surgical findings of the mesh removal procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Is the vaginal discharge resolved after the mesh removal surgery?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2012 and the mesh was implanted. The patient experienced vaginal discharge and mesh exposure into the vagina. The mesh was not keeping her dry so the patient decided to have the exposed part of the mesh removed. Additional information has been requested.